Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2017-08749. It was reported that friction occurred between catheters, resulting in a shaft break. The 80% stenosed target lesion was located in the moderately tortuous and distal right coronary artery (rca). Multiple segments of the rca were being treated and the proximal rca had been previous stented. A 3.00x32mm synergy ii stent delivery system (sds) was advanced but was unable to be delivered to the distal rca. The sds was then withdrawn through the 6f guidezilla¿ ii long guide extension catheter where friction was encountered. The proximal end of the stent foreshortened longitudinally when it came into contact with the distal end of the guidezilla. The guidezilla was then pulled back into the guide catheter and additional force was applied to the synergy sds in an attempt to remove it from the patient. The distal portion of the synergy sds then broke, leaving approximately 26 cm of the catheter and the stent in the proximal rca. The proximal portion of the synergy device was removed and retrieval of the broken segment was attempted but was not successful. The guidezilla was removed without issue through the guide catheter. A second guide wire was then advanced and inflations with multiple balloons were performed to crush the unretrieved portion of the synergy into the vessel wall. Another 3.00x32mm synergy ii sds was then advanced and the stent was deployed in the distal area of the fractured sds, further crushing it against the vessel wall and opening up the vessel lumen. A 3.50x12mm synergy ii stent was then advanced and the stent was deployed in the proximal area of the fractured sds further crushing the sds into the vessel wall. Post dilation was then performed within the 3.00x32mm and 3.50x12mm stents. Final angiography was performed and revealed "excellent angiographic result." The remaining portion of the stent delivery system which was not retrievable, approximately 20cm, was left ¿floating¿ within the patient's aorta at the completion of the case. There were no additional patient complications reported and the patient remained stable.